Manufacturer narrative:
(B)(4). Concomitant medical products: series a pat thn 34 3 peg catalog # 184786 lot #; unknown bearing, catalog # unknown, lot # unknown; unknown tibial tray, catalog # unknown, lot # unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Remains implanted.

Event description:
It was reported that the patient underwent a revision knee arthroplasty. Subsequently, the patient experienced open reduction internal fixation due to distal femoral periprosthetic.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products : 184126 - vngd dist fem aug 70x5 ll/rm ¿ unknown, 184166 - vngd post fem aug 70x5 ll/rm ¿ unknown, 148344 - bmt splined knee stm v2 19x200 ¿ unknown, 148319 - bmt splined knee stm v2 16x120 - unknown. No product was returned; visual and dimensional evaluations could not be performed. Operative notes for the surgery when the implants were implanted indicate no intraoperative complications. The surgery notes for the orif surgery state that hematoma was evacuated. Cerclage kinamed wires used to stabilize the fracture, plate and screws applied without further complication. X-ray evaluation by third party hcp states revision arthroplasty with subsequent periprosthetic femoral fracture and internal fracture fixation. Some lucency is present at the tibial component medial tibial plateau cement-bone interface. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. It was reported that patient tripped and fell but it is unknown what caused the patient fall. Root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event: 0001825034-2019-03638, 0001825034-2019-03641, 0001825034-2019-03642, 0001825034-2019-03645.

Manufacturer narrative:
This report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.